Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had priming issue. The customer¿s blood glucose was 227 mg/dl and went up to 277 mg/ dl. Customer reported that there was number did not show on the screen when priming and they had to change to four infusion sets in 2 days. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. (B)(4).